Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer. It was reported that the patient's ins was replaced yesterday because the patient has to recharge every 12 hours. The rep indicated that the previous ins had other issues other than the frequent recharging. The caller stated that the patient experienced a burning sensation when recharging, the thermometer screen would show the recharger was too hot and they'd see the "call your doctor" screen. The caller also reported the patient would feel shocking at the ins site while recharging. The caller also reported the patient would feel the stimulation cut in and out sometimes. The caller stated the patient would be standing doing dishes and not moving when they would feel the stimulation shut off and come back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.